Manufacturer narrative:
The device was explanted, but was not returned for analysis. The event is likely related to the procedure. The manufacturing records were reviewed and no nonconformities were found.

Event description:
It was reported to nevro that following a trial procedure, a patient experienced pain in both feet, which radiated up to her knees. After going through programming adjustments, pain in the patient's left foot and right leg subsided, while pain in her right foot remained. Follow-up report indicated that the patient additionally feels a new burning sensation. Subsequently, the trial leads were explanted and there were no reports of further complications.